Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls (qc) recovered out of range at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the system, replaced the integrated multisensor technology (imt) module, preformed alignments, and replaced the imt probe, mixer and tubing, which returned the system to normal operation. The cause of the discordant sodium results was the malfunctioning imt module. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low sodium results were obtained on a dimension vista 1500 system. The discordant results were reported to the physician(s). All samples were repeated for sodium on an alternate dimension vista system. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There were no reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium results.